Event description:
It was reported that during a percutaneous transluminal angioplasty intervention a balloon rupture occurred. Vascular access was obtained via the left radial vein with a 4fr x 3cm non bsc sheath. The 80% stenosed target lesion was located in the non calcified and moderately tortuous left anastomotic region of a shunt located in an unspecified vessel. A v18 x 150cm guide wire crossed the lesion. The 5.0 x 40mm sterling otw balloon catheter was inflated at 8atms and ruptured on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty intervention a balloon rupture occurred. Vascular access was obtained via the left radial vein with a 4fr x 3cm non bsc sheath. The 80% stenosed target lesion was located in the non calcified and moderately tortuous left anastomotic region of a shunt located in an unspecified vessel. A v18 x 150cm guide wire crossed the lesion. The 5.0 x 40mm sterling otw balloon catheter was inflated at 8atms and ruptured on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: magnified inspection revealed a longitudinal tear in the balloon wall from the proximal to distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).